Event description:
User reports a leak coming from the preclean bottle onto the floor in front of the analyzer and into the walkway. User has cleaned up the leak and put towels down. No one was injured by the leak and no patients were affected.

Manufacturer narrative:
The field service representative determined the cause to be a broken preclean needle, and replaced needle. He verified analyzer operation by running a prime, and analyzer ran without leaking or errors.